Event description:
On (B)(6) 2014, the lay user/patient¿s husband contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately high compared her feelings and or normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 12:00 a.m., the patient stated she developed symptoms of the ¿shakes¿. At 10:00 a.m. That same morning, the reporter stated the alleged inaccuracy began when she obtained a blood glucose reading of ¿110 mg/dl¿ with the subject meter. The patient alleged that the subject meter read inaccurately high compared to how she felt. The patient retested her blood glucose on another device (unknown type) and obtained a reading of ¿41 mg/dl¿, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and it is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014 at 10:00 a.m., the patient self-treated with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although it is not clear what the blood glucose results were prior to the onset of the symptoms, the patient stated the symptoms continued after the alleged issue occurred. This complaint is being reported because the patient reportedly continued to have signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014). The patient¿s meter has been returned on 10/15/2014 and evaluated by lifescan product analysis on 10/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.